Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that multiple intermittent altitude alarms occurred. Customer's blood glucose level was 500 mg/dl which was addressed with manual injection. For each occurrence, customer was able to clear the alarms and resume insulin delivery.